Event description:
It was reported that the patient with an implantable pacemaker experienced episodes of pacemaker mediated tachycardia (pmt). The device's algorithm successfully terminated the episode of pmt. The device was analyzed, and it was found that the reason for some of the pmt was due to an increase in the capture thresholds of this right atrial lead, leading to loss of capture during a lead threshold test which triggered the episodes. Further evaluation of the device and reprograming options for the device was discussed. This lead remains in service. No further adverse patient effects were reported.